Event description:
Related manufacturing report number: 2017865-2022-01010, 2017865-2022-01012. It was reported that the patient presented in the emergency room due to an infection. The physician does not believe the infection was due to the device. The pacemaker, atrial lead, and right ventricular lead were explanted on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Visual examination found no malfunctions.